Event description:
The manufacturer received information alleging a ventilator's lcd screen was dim. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.